Manufacturer narrative:
The reagent lot number is 84169203 and the expiration date is 30-apr-2026. The calibration and qc recovery data provided were acceptable. The alarm trace showed multiple liquid-level detection aspiration alarms. The field service engineer (fse) performed alignment checks and replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobas e 411 analyzer. The initial result was a low result accompanied by a data flag indicating the result was below the analytical range. The exact result was not provided. On 21-aug-2025, the doctor questioned the result, and the sample was repeated. The repeat result was > 18000 pg/ml. On 22-aug-2025, the sample was repeated an additional two times and the results were 19687 pg/ml and 19917 pg/ml. Another patient sample collected at the same time as the initial sample was also tested and the result was 19400 pg/ml. The repeat results were deemed correct.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.